Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. The customer primed the tubing resolving the occlusions. There was no adverse impact to the customer's blood glucose level.

Event description:
It was reported that air bubbles were observed within the cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.